Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient arrived to the emergency room "feeling poorly". The right ventricular (rv) lead exhibited loss of capture and dislodgement. The implantable pulse generator (ipg) exhibited no pacing. The lead was repositioned and remains in use. The ipg was explanted and replaced. No further patient complications have been reported as a result of this event.